Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling placement procedure approximately one year ago. According to the complainant, approximately two weeks post operatively, the patient experienced incontinence and erosion of the mesh at the incision site. The physician referred the patient to a urogynecologist. Its unknown at this time if the device is still implanted. Attempts have been unsuccessful to obtain additional information.